Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing the error e224 was observed. The device had a shortage of cable; the e224 error was attributed to this. Error code e224 is an error that occurs when communication with the device fails. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, nor any special adaptations or variations. It is likely that this issue occurred because of user handling. The instruction manual includes the following statement: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. In addition, the device rear cover label was observed to be faded.

Event description:
As reported for this event, during set up for a diagnostic procedure, an error message e224 was observed. There is no reported patient involvement. There was no delay in the set up and the intended procedure was completed with another device. No other devices were replaced and no other errors were received. The device was inspected prior to use. No damage or abnormalities were observed. There was no damage to the cord. The manual for the product and manuals of all other equipment that was used was followed. It was confirmed that the device was compatible with the ancillary equipment used. The instructions for reprocessing are followed. The device is being stored sterile in case. There were no kinks, buckles or twists in the cable cord. The instructions for cleaning, disinfection and sterilization are being followed.